Event description:
It was reported that the user experienced a low blood glucose event to 64 mg/dl that was corrected with oral glucose after the ilet alerted, and later reported elevated blood glucose around the mid-200s despite a recent infusion site change, exercise, and a usual meal announcement, with no signs of leakage at the site. Symptoms included none reported during the low event. Outcomes included self-treatment without outside assistance or medical intervention, and subsequent monitoring of blood glucose. Investigation included review of user-reported history and troubleshooting education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with possible contribution from physical activity, and the subsequent hyperglycemia was reported without evidence of device or infusion set malfunction based on the absence of alarmed faults and absence of observed leakage. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.